Event description:
Foreign distributor contacted dexcom technical support on (B)(4) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.